Manufacturer narrative:
Serial number of ins unknown due to timeframe of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they fell less than a year ago, broke their hip, and now they were incontinent.